Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right atrial (ra) lead and right ventricular (rv) lead. Additionally, automatic mode switch (ams) was observed on the ra lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.